Event description:
All bovine pericardium was removed from our shelf after notification from MFR that the FDA found problems with sterility during the manufacturing process and extension of expiration dates.